Event description:
The customer reported the device lost power and then it rebooted. After rebooting, the device worked fine. The device passed the op check and there were no errors in the status log. The customer requested the philips field service engineer (fse) check the device to ensure it is ok to use. The device was in use on a patient, however, no adverse event was reported.